Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump had been serviced by a third party servicer and the infusion factor had been changed incorrectly during the non-factory recertification. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump had over infused. They stated that the therapy that the pump was programmed for had ended early. Mmdg did follow up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint. (B)(4).